Manufacturer narrative:
Although requested, the customer did not provide any data of the allegation, therefore an in-depth analysis of the allegation could not be performed. Through the limited investigation performed, no non-conformance was identified related to the customer allegation. No product problem found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The customer reported that the initial nasopharyngeal sample was tested with the luminex aries® flu a/b & rsv assay generated influenza b negative. A first repeat with the cobas liat was influenza b positive. Upon a second repeat with the luminex aries® flu a/b & rsv the result was negative. The negative results were reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.